Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker failed to be interrogated via radio frequency telemetry. The pacemaker was interrogated via wand telemetry. The patient was in stable condition.